Event description:
The patients¿ left triathlon knee was revised due to the non cemented baseplate tilting out of place a month after implantation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding subsidence involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: the device appears unremarkable. The returned device has some tissue/residue remains attached to the inferior aspect of the device, as is consistent with in-vivo clinical use. There are slight markings and burnishing to the anterior aspect of the baseplate, consistent with removal of insert from the baseplate. Overall, the device appears unremarkable. -medical records received and evaluation: not performed as medical records were not provided. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause.

Event description:
The patient's left triathlon knee was revised due to the non cemented baseplate tilting out of place a month after implantation.